Event description:
The patient reported that the pump has been intermittently rebooting over the past month and a half. The patient continued using the pump and there was no reported patient impact as a result of the rebooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were several unexplained power resets and a short battery life warning was found in the black box history. There was no corrosion noted in the battery compartment and no damage was found to the battery compartment or battery cap. It was noted that the yellow o-ring was not visible. A test cap was used to complete the investigation. The battery cap was able to secure tightly to the pump with no power loss issues. The rewind, load and prime steps were performed on the pump with no power loss issues. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power. The pump's case was removed and no defects were found to the electrical circuits. There was a printed board failure found during the investigation and the current reading was found to be above normal. The transmitter board was removed and the current returned to normal specifications. The reported issue was confirmed in the pump's history but was not duplicated during investigation.